Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
Product was returned from the customer for investigation. The complaint was not confirmed. An additional issue was identified and will be progressed through adc's standard complaint handling processes through resolution. An additional supplemental report will be filed if it is determined that the additional issue identified has any connection with the product issue reported by the customer. The readings the customer reported were found in the meter memory within 10 minutes.